Event description:
The customer reported that before venipuncture, she ensured that all clips were applied appropriately. Following venipuncture, she released the clips to the sample pouch bleed line. The sample pouch immediately began to fill with air. She did not know where the air was released from because the blue clip had not been released. The pt info is unavailable at this time. The disposable kit was discarded and is unavailable for eval. This report is being filed due to insufficient info provided at this time to determine if a malfunction occurred.

Manufacturer narrative:
(B)(4). Investigation eval and corrective actions are in progress. A f/u report will be provided.